Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the system exhibited light 2-d images and only cone beam data on 3-d image intermittently. Replaced detector and command processor. Completed system checkout, system functioning normally.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case the 2d scans were blown out. However, by adjusting contrast and brightness it was able to be cleaned up. When the 3d image was taken it was black and no adjustments of brightness and contrast could resolve it. There was no patient impact reported and a delay to surgery of less than one hour.

Manufacturer narrative:
The part was returned to the manufacturer for analysis. Functional testing found that the part operated in specifications. The issue could not be replicated when connected to a known good system. No issue was discovered with the part. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic navigation and imaging were aborted.

Manufacturer narrative:
The system was returned for analysis. The issue could not be replicated due to the site removing the hard drives before return. If information is provided in the future, a supplemental report will be issued.